Manufacturer narrative:
No unit was returned for evaluation within the timeframe of this investigation, and the unit was confirmed as unavailable by the complainant. The lot number for the device was not reported. This complaint of fiber breakage was unable to be confirmed but it is acknowledged a mechanical force placed on the unit is the likely cause. Holmium fibers are fragile and must be handled with care as indicated on the dornier IFU for holmium fibers. This investigation did not reveal any defects or malfunctions related to the production of the device. It is acknowledged all holmium fibers are subject to 100% visual and power testing inspection.

Event description:
A notification was received regarding a holmium fiber which was reported to have broken.